Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with history anomaly. The customer states their blood glucose level was 262mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised to upload to carelink. The customer states they would upload and call back to complete troubleshoot.